Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light source had a b30 error. The issue was found during set up / inspection for use (during set up in room / before patient in room) for an unspecified therapeutic procedure. There were no reports of patient harm.